Event description:
Add'l info rec'd from rptr 6/21/01: had been using inhaler for about 2 years. The original aerochamber broke and had to obtain a new one which had been redesigned. User thought the fact that a part was missing was part of the new design. Received a letter from atty, who represents the complainant. This letter is regarding a defective aerochamber and mask which was used by the complainant's child. The letter states that the pharmacy confirmed that the unit was missing a critical valve which prevented medication from getting through the aerochamber. This correspondence will be sent to the FDA home office. Called the atty 3 times and left messages for them to call. Didn't hear from them. However, the complainant called a few days later and said the atty asked them to call. Told the complainant that dr or pharmacist should complete a medwatch form regarding the defect, but supervisor also wanted to take a complaint. Asked if they could provide add'l info. Gave a small amount of info and then said they had all the info about the complaint documented and asked if they could e-mail it gave e-mail address. They gave the name of dr's office, and said they hadn't mentioned the defective device to the dr but would contact the office about it. Never received the e-mail. Rptr provided the following info: rptr's child had been using an inhaler for about 2 years. Rptr said their other child had broken the original aerochamber and rptr had to obtain a new one which had been redesigned. Rptr thought the fact that a part was missing was part of the new design. Child used the new device for the first time. After using the aerochamber child woke every 2 hrs during the night as they were having trouble breathing. Child had several asthma attacks which required 2 ER visits. Child used the defective device approx 10 times over a 2-day period before discovering a valve was missing. Rptr called the dr's office the next day, and a lady there said she didn't know if the complainant contacted them regarding the device. Rptr mailed a medwatch form to the dr.

Event description:
Pt has asthma and was prescribed an "aerochamber and mask" to use with inhaler medication for quick asthma attack relief. This "aerochamber" was defective because the pharmacy later confirmed that this particular unit was missing a critical valve. Unbeknownst to the family, this defect prevented pt's inhaler medication from getting through the "aerochamber" to mouth and lungs. Therefore, pt's family thought pt was inhaling asthma medication, but pt was really getting no medication. This made the unit useless when pt had an asthma attack for 5 days which required (2) two emergency room visits to hosp. Oxygen levels were low and breathing severely distressed with wheezing. The lack of inhaled medication caused by the defective "aerochamber" device escalated the asthma attack, such that an emergency steroid injection and nebulizer breathing treatments were needed at the emergency room on the 3rd occasion in order to get the attack under control. Rptr has repeatedly contacted the MFR to no avail. Forest pharmaceuticals won't even answer calls, letters and faxes.